Event description:
A customer reported that their pump screen was dark and would not turn on, accompanied by a red led flashing every 30 seconds, and the pump beeping and vibrating once every three minutes. The customer declined to provide their blood glucose level at the time the issue was noticed. Technical support arranged for a replacement pump, and the customer reverted to a backup insulin pump to continue insulin delivery.